Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The device failed opcheck with an ECG equipment malfunction. There was no pt involvement.